Manufacturer narrative:
The device was returned for evaluation. Visual examination of the anchor showed the anchor to be broken; a dimensional inspection of the anchor is prohibitive due to its condition. As reported, the surgeon put pressure/force on the back of the anchor when screwing it into the bone. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. No further investigation is required at this time. (B)(4).

Event description:
It was reported that during a rotator cuff procedure using fastener, fixation, nondegradable, soft tissue, that the tip of the anchor broke when the anchor was placed, and the doctor was turning it, the tip bent and it could not hold. It was also reported that the doctor wanted a larger anchor. The doctor put the awl into the drill hole down to the laser line, then took the anchor and inserted it into the hole, put pressure/force on the back of the anchor and started screwing it into the bone. After about 4 turns the anchor broke. The majority of the anchor was still attached to the inserter but a small portion was still in the bone. He was able to retrieve that piece. The surgeon was confident that all debris was removed. A backup device was available to complete the surgery. (B)(4).